Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and was exhibiting a jerking motion. The use of the instrument was discontinued, and it was replaced with a backup. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting jerking motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. The complaint regarding jerking motion, was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.